Manufacturer narrative:
One device was returned for analysis. Visual inspection found a lifted downstream occlusion seal. Review of the event history log (ehl) showed alarm volume set too high, keypad code changed, clinician code changed, invalid security code entered, and admin code changed. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to user error. As a result, the preventive maintenance was performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the only code accepted was the factory code. The device evaluation revealed a lifted downstream occlusion seal. The event occurred during maintenance check. There was no patient involvement, no patient injury was reported.